Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set did not stick to the body twice. At the time of the first event, on an unknown date in (B)(6) 2020 (three weeks prior to this report), the patient' blood glucose level was over 600 mg/dl (at the time of the incident) and the patient experienced nausea and extreme dry mouth which the patient tried to treat with a pump and manual injection. Subsequently, the emergency medical services were dispatched, and the patient was admitted to the hospital with blood glucose level above 600 mg/dl and diabetic ketoacidosis, which was due to infusion sets that were not sticking well on the body. During hospitalization, the patient was treated with drip and was hospitalized for three days. On an unknown date in 2020, the patient faced second issue of set not sticking to the body and the blood glucose level raised to 492 mg/dl. The patient's blood glucose level was 420 mg/dl, which was treated using a manual injection. Reportedly, the patient usually wore the infusion set for three days and cleanses with alcohol swabs and allowed for alcohol to dry before inserting infusion set. No further information available.

Event description:
On 29-jul-2020: additional information was updated in the narrative regarding first hospitalization. Unomedical reference number (B)(6). Event occurred in the united states. It was reported that the patient faced an issue with the infusion set many times as the set did not stick to the body. At the time of first event, patient's blood glucose level was over 600 mg/dl due to which the patient was admitted to the hospital on (B)(6) 2019. In the second event, the patient experienced nausea and extreme dry mouth which the patient tried to treat with a pump and manual injection. Subsequently, on (B)(6) 2020 (three weeks prior to this report), the patient was admitted to the hospital with blood glucose level above 600 mg/dl and diabetic ketoacidosis, which was due to infusion sets that were not sticking well on the body. During hospitalization, the patient was treated with drip and was hospitalized for three days. On (B)(6) 2020, the patient again faced the same issue with the infusion set as the set was not sticking to the body and the blood glucose level raised to 492 mg/dl. The patient's blood glucose level was 420 mg/dl, which was treated using a manual injection. Reportedly, the patient usually wore the infusion set for three days and cleanses with alcohol swabs and allowed for alcohol to dry before inserting infusion set. No further information available.